Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
During testing, no unexpected errors were noted. The insulin pump passed error test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported the insulin pump alarmed unexpected restart. Alarm occurred during normal use after inserting a new battery. The device was not stored for an extended period time. Customer's blood glucose was unknown. No further information reported.